Event description:
During a transapical tavr procedure the 23mm sapien xt valve was intentionally deployed 70:30 [aortic/ventricular]. Post deployment, tee showed moderate paravalvular leak [pvl] secondary to severe and bulky calcification in the left ventricular outflow tract [lvot]. The valve was post-dilated with 1cc of additional volume. Tee still showed moderate pvl and mild central leak. It was recommended to go with a valve-in-valve with 17 cc volume to push against more of the lvot calcium deeper in the lvot. A second 23mm sapien xt valve was deployed with final position 3-4 mm more ventricular compared to first sapien xt valve. The final tee showed mild pvl. Per report, the event was attributed to bulky calcification in the lvot. The native annular calcification was severe and native leaflet calcification was bulky. There was also severe mitral annular calcification. Coaxial alignment of the delivery system and the valve was described as good; the image intensifier angle was good; ventilation was held during valve deployment and there was no loss of pacing capture.

Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition and paravalvular leak requiring intervention are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, patient factors [severe native annular calcification, bulky leaflet calcification, severe mitral annular calcification required the first valve to be deployed in the annulus at a higher position than recommended. The severe calcification also contributed to the paravalvular leak post valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.